Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to vertical cracked lcd controller and partial display or missing segments due to cracked lcd glass. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the constant blank flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The blood glucose level was 139 mg/dl. The customer also stated that they had a solid white display. The product will be returned for analysis.